Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The patient saw doctor after his implant and informed the doctor that the implant never worked. After examination and a CT scan it was identified that the balloon was empty. The connection from the pump to the balloon was broke. The physician replaced the balloon and the pump but left the cuff in place. There were no additional patient complications reported.